Event description:
The customer contacted stryker to report that their device improperly advise non-shockable rhythm during an event. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient-related.

Manufacturer narrative:
The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker performed a scientific review regarding the reported issue. There is no evidence of a device malfunction. The shock advisory algorithm measured high flat content in the ECG due to the presence of the artifact leading to the return of ¿no shock advised¿ statement. While this is important to know it is not an indication of device malfunction. This is because the shock advisory algorithm is a diagnostic test and diagnostic tests always have a level of accuracy that is less than 100% (i.e., no test is perfect). There is an acceptable level of sensitivity and specificity as set by international standards for AED performance. The established performance of the lifepak shock advisory algorithm is based on testing with large data sets and exceeds these standards. A single case such as this one does not provide evidence that the algorithm no longer meets performance standards.

Event description:
The customer contacted stryker to report that their device improperly advise non-shockable rhythm during an event. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient-related.

Manufacturer narrative:
Stryker evaluated the customer's device and could not verify and duplicate the reported issue. The device's electronic records were downloaded and reviewed. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device improperly advise non-shockable rhythm during an event. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient-related.